Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E2 - incorrect due to system limitations. Correct response e2 - n. H4: manufacture date is unknown, no serial number has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was reported that the product has air leak. Patient involvement is unknown. Serial number has not been reported.

Manufacturer narrative:
E1: phone:(B)(6) . One device was received for investigation. During visual inspection no damage or anomalies were observed. The reported issue was confirmed during functional testing when leakage was observed. The leakage was traced to the o2 gas supply indicator. However, no root cause could be identified for this condition. The product's history records were reviewed and there were no non-conformances nor service related issues that would have resulted in the reported complaint. The device o2 indicator assembly was replaced, and the device passed all testing.d4: serial number and h4: manufacture date